Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the connector on the left slot in the rear is broken where the ac module connects. There was no reported patient involvement and/or patient impact.